Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed for no disposable (nd) alarm. The alarm was silenced and the infusion was restarted, but the pump was running with a double beep present. Then the nd alarm returned. Then cassette was removed, tubing was massaged, and cassette was taped on a hard surface and reattached. However, the nd alarm persisted. The event occurred during infusion, with patient involvement and no harm.

Manufacturer narrative:
D1, d2a, d2b, d4 and d8: updated. G4: updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.